Event description:
Well admitted to (B)(6). The medical staff used the pure wick at home incontinence product on my mother, (B)(6) without concern for harm or injury to her. After lethargic and bedridden for four days when the product rules removed, it caused severe trauma to the skin. It continued for years through wound expert treatment and eventually developed into cancer. Followed by many months of treatment, fetal incontinence and bleeding to the point of almost hemorrhaging.

Event description:
Additional information received on 1/6/2024 for report mw5164149 to update the manufacturer to c.r. Bard, inc.